Manufacturer narrative:
UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report form that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The patient had lost a significant amount of weight (greater than 20 lbs). The device was now very prominent and was a source of discomfort for the patient. There was a slight blackened area in skin along the inferior border of the pocket indicating a potential location for future erosion. No signs or symptoms of infection or erosion was identified at this time. The device was explanted and the electrode was surgically capped without any further adverse events reported. The physician is considering a future transvenous system implant although the patient is not a good candidate. The physician is planning to discuss this further with the patient.